Manufacturer narrative:
Visual examination of the returned device revealed that the cutting wire was broken approximately 13mm from the distal pierce hole. The broken end of the wire had a melted and blackened appearance, which indicated that excessive current flowed through the device; this observation is consistent with the user's report of a "short" prior to breakage of the sphincterotome cutting wire. The cause of the excessive current is unk, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. The july 2007 15-month jagtome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
In 2007, it was reported to boston scientific corporation that a hydratome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure on a female patient. According to the complainant, the wire appeared to have "shorted", then the "cut wire snapped". Reportedly, the physician removed this device and successfully completed the procedure with a second hydratome rx sphincterotome. No patient complications were reported as a result of this event.